Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). As the event was more than a month ago, no specific information was obtained. Cb030 is being used for several years. Scissors didn't cut. No extra info was given, only remark: "event occured before with the same lot". No changes in health resulting from the event. It's unknown what other instruments were used at the same time. Situation was resolved by taking another pair of scissors. Intervention: change of device. Patient status: oké.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four non-event sterile units from the same lot. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lap cholecystecomy. Event description: complaint 1 of 2: (B)(4) [MFR #2027111-2022-00478]. Complaint 2 of 2: (B)(4) [MFR #2027111-2022-00479]. As the evnt was more than a month ago, no specific information was obtained. Cb030 is being used for several years. Scissors didn't cut. No extra info was given, only remark: "event occured before with the same lot". No changes in health resulting from the event. It's unknown what other instruments were used at the same time. Situation was resolved by taking another pair of scissors. Intervention: change of device. Patient status: oké.